Manufacturer narrative:
The section h codes and b5 summary have been updated to reflect the results of the completed investigation.

Event description:
It was reported that while two nurses were moving a bed they ran into another bed, causing a component to fall on one of the nurse's foot. The nurse was sent to the ER as a precaution but no injury was found relating to the component falling on her foot.

Event description:
It was reported that while two nurses were moving a bed they ran into another bed, causing a component to fall on one of the nurse's foot. No treatment details or injury specifics have been provided at this time.